Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. As per the engineering observations of the procedural images, the pusher was inside the valve, likely contributing to outflow flare and inability to fully align valve between the markers. And, right before initial deployment, the outflow was slightly flared and there was a gap between the valve and proximal alignment marker. The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of three manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in new zealand. As reported, this was an implant case of a 29mm sapien 3 valve in aortic position by transaxilliary approach. During the procedure, difficulties were found when advancing the commander delivery system and valve through the esheath, but it was able to be achieved. Alignment difficulties were noted but were troubleshooted by unlocking the device to get rid of tension and trying the alignment again. During balloon inflation, it seemed the proximal part of balloon didn't inflate as expected and valve embolized into aorta. Several attempts were made to get valve down into annulus, but not possible. The plan was to deploy valve with the help of a wire into descending aorta. However, the patient became unstable and status deteriorated rapidly. CPR commenced no output and torrential aortic regurgitation. The 29mm s3 valve was deployed in ascending aorta but during this time the balloon was also not inflating on the proximal part (probably due to the fact that the balloon might have twisted during alignment and tension in the system). It was needed to pull and change the balloon position in order to get full balloon inflation and CPR continued while second valve was prepped. After withdrawal, damages were found on the sheath and commander delivery system balloon. A second valve was placed in a good position but due to prolonged CPR and deteriorated state the patient expired. As per pre-decontamination evaluation it was found that the liner was fully delaminated 3,5cm from tip and inverted (c-marker was present). Two kinks were observed at 12cm and 16,5cm from strain relief.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed . The returned device was visually evaluated and the following was observed: kink on balloon shaft distal to strain relief due to packaging. The inflation balloon was very wrinkled. No other abnormalities were observed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. For the complaints of valve alignment difficulty and valve not between alignment markers and deployed were confirmed through the provided imagery. A review of lot and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials also revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation; therefore, it is unlikely that a manufacturing nonconformance contributed to the reported events. As reported, ''during procedure, difficulties were found to advance the commander delivery system and valve through the esheath, advancing the system to the intended position and to perform the fine alignment the valve within the balloon'' and ''during balloon inflation it seemed the proximal part of balloon didn't inflate as expected and valve embolized into aorta''. Per training manual, ''if valve alignment is not performed in a straight section, there may be difficulties performing this step... If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary''. Performing valve alignment in a non-straight section of the aorta can result in higher-than-normal alignment forces, creating high tension in the system which can consequentially prevent the valve to be fully aligned between the markers. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Per training manual, the user is instructed to check to ensure the thv is exactly between the valve alignment markers prior to deployment. In this case, as reported, multiple attempts were made to achieve valve alignment. However, as seen in the provided cine videos, the thv was not centered between the alignment markers prior to deployment, and the user decided to deploy the valve despite it being positioned off markers. As a result, the valve was not deployed evenly, resulting in aortic embolization and non-target deployment. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. The complaint of, difficulty to track system through anatomy, was unable to be confirmed as no relevant imagery was provided for evaluation. A review of lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, difficulties were found to advance the commander delivery system and valve through the esheath, advancing the system to the intended position''. The thv training manuals instruct the operator on proper introduction and advancement of the delivery system with crimped valve, including procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the ew devices. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, it was reported that the patient had mild access vessel tortuosity. Tortuosity could create a challenging pathway while tracking the delivery system by presenting difficult non-coaxial angles and/or physically constraining system manipulations, leading to the reported difficulty to track the system through anatomy. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported event. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. The complaint of system component damaged, was unable to be confirmed during product evaluation. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''after withdrawal, damages were found on the sheath and commander delivery system balloon'' and ''the distal tip of the balloon looked more wrinkled than usual''. During product evaluation, no balloon damage was observed. However, the inflation balloon was found to be very wrinkled. The balloon wrinkle was likely due to balloon bunching which resulted from the fine adjust difficulties. Balloon wrinkling is not considered as damage. Due to device return condition and no image provided showing the original condition of the balloon, a comparison could not be made and therefore, a definitive root cause is unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: EU 2015691-2023-14764 and EU 2015691-2023-14767.